Manufacturer narrative:
Device labeling address the event of seroma as: primary reconstruction pts = 1.0% (other complications.) Device labeling reviewed: there were no events of lymphoma/alcl noted in the silicone device labeling ((B)(4) study.)

Manufacturer narrative:
Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Healthcare professional reports a case of lymphoma and seroma within an article, " (B)(6) associated with breast implants." Diagnostic cytopathology vol 00 no 00, chai et al. The author notes a (B)(6) year old patient with a history of reconstruction following mastectomy for breast cancer. The side of the cancer is not noted in this article. The device information is noted as silicone, no other information is provided. It also notes periprosthetic swelling/ fluid. The patient underwent capsulectomy. Her current status is noted as, "no evidence of disease" there is no other medical history noted. The time to presentation was 4 years. There is no manufacturer information.

Event description:
Healthcare professional reports a case of lymphoma and seroma within an article, "anaplastic large cell lymphoma associated with breast implants." Diagnostic cytopathology vol 00 no 00, chai et al. The author notes a 48 year old pt with a history of reconstruction following mastectomy for breast cancer. The side of the cancer is not noted in this article. The device info is noted as silicone, no other info is provided. It also notes periprosthetic swelling/fluid. The pt underwent capsulectomy. Her current status is noted as, "no evidence of disease". There is no other medical history noted. The time to presentation was 4 years. There is no MFR info.